Manufacturer narrative:
The patient's weight was not provided. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 2 years, 3 months and 19 days. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was brought to the emergency room (ER) with complaints of vomiting blood. The patient stated feeling poorly over the past 2-3 days, sleeping a lot and feeling very tired with diarrhea. The patient had a mean arterial pressure (map) of 94 mm hg and a heart rate (hr) 110 bpm. Additional information was requested, but has not been provided,.

Manufacturer narrative:
The pump remains in use supporting the patient. A direct relationship between the device and the reported event could not be determined. Bleeding is listed in the hm3 instructions for use as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. The patient care and management section provides information regarding anticoagulation, including recommended inr values. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.